Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system exhibited t-wave oversensing resulting in three inappropriate shocks. The device was tested in clinic in all positions and automatic setup completed. The device failed setup in all vectors. Device data was sent to rhythmcare for review. The physician elected to program shock therapy off and monitor as the patient condition has improved. This system remains implanted. No additional adverse patient effects were reported.